Event description:
Customer reported receiving a reading of 97 mg/dl on her freestyle lite blood glucose meter compared to a reading of 34 mg/dl on a competitor's meter within 10 minutes of each other. Customer further reported she was unable to comprehend what was being said and felt like she was going to pass out. Paramedics were called and an intravenous infusion of dextrose was started. Customer also reported drinking juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.

Event description:
The stent dislodged: the target site was in the lad. It was tortuous (near 90 degree). Access was established via the femoral artery. The cypher select + 3.50x18mm was advanced through the guider, but the stent dislodged just as it exited the guiding catheter. The stent was found in deep femoral and removed with snare.

Event description:
It was reported that the device was explanted after implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue, as there was perivalvular leak experienced after seating the valve. The decision was made to remove the valve and downsize to another valve.per the operative report: it was noted coming off bypass, the patient had a perivalvular leak. It was concerning along the right coronary cusp. The decision was made to re-crossclamp the aorta, opened the prior aortotomy and evaluated the annulus. The annulus was very poor in that region. There was concern about putting our repair stitch there. Therefore I excised the 25 mm pericardial tissue valve and removed all the stitches with their pledgets, and we then circumferentially placed a new pericardial tissue valve with 2-0 ethibond pledget stitches and reinforced the noncoronary cusp with pledgeted 2-0 ethibond.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.